Event description:
The doctor claims that the graft, which was pre-soaked in heparinized saline, was cut and implanted in three sections; two sections were used for two bilateral-femoral aneurysms, and one section for a popliteal aneurysm. After anastomosing the grafts and releasing the clamps, the graft sections leaked an unknown quantity of blood through their walls. The leakages stopped after 15 minutes with the use of a topical hemostatic agent (type unknown), and the graft sections became blood-tight. No blood was needed to be replaced to the pt for the leakages. The graft sections were left in. The pt's post-operative conditions is ok.